Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 on a patient with heavy calcification to valve and sub valvular apparatus. A mitraclip ntw (50305r1019) was inserted and grasping was performed. However, the clip became caught in chordae. Troubleshooting was performed. However, while attempting to remove the clip from chordae, chordal damage and flail was observed. The clip was ultimately deployed on the mitral valve, attached to both leaflets. A mitraclip nt (50923a1108) was inserted, but difficulties capturing the flail occurred. The clip was ultimately deployed on the mitral valve. Two additional clips were then inserted and deployed on the mitral valve. No additional clips were implanted, and the mr remained at a grade of 3-4. The patient was then converted for surgery, and the clips were removed from the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 on a patient with heavy calcification to valve and sub valvular apparatus. A mitraclip ntw (50305r1019) was inserted and grasping was performed. However, the clip became caught in chordae. Troubleshooting was performed. However, while attempting to remove the clip from chordae, chordal damage and flail was observed. The clip was ultimately deployed on the mitral valve, attached to both leaflets. A mitraclip nt (50923a1108) was inserted, but difficulties capturing the flail occurred. The clip was ultimately deployed on the mitral valve. Two additional clips were then inserted and deployed on the mitral valve. No additional clips were implanted, and the mr remained at a grade of 3-4. The patient was then converted for surgery, and the clips were removed from the patient.